Event description:
Medtronic received information that no com pump to xmtr-unresolved, cannot find sensor signal occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. S/w ver. 4.11e, and retainer ring = black. On (B)(6) 2022 the customer reported loss of communication--cannot find sensor signal alarms. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: faded serial number label, cracked middle (enter) keypad button, scratched case. The unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. The unit was programmed with a test guardian link 3 transmitter and a glucose sensor simulator. The unit connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The unit was then calibrated, and afterwards displayed the sensor values in a graph. No unexpected sensor errors or connection anomalies were noted. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms multiple occurrences of the following alerts/alarms around the event date: 790=lost sensor 1 alert occurred (B)(6) 2022 18:49:00, (B)(6) 2022 15:43:00, & (B)(6) 2022 06:21:00; 791=lost sensor 2 alert occurred (B)(6) 2022 14:41:00, (B)(6) 2022 18:52:00, & (B)(6) 2022 15:46:00; 796=sensor signal not found alert occurred (B)(6) 2022 16:02:00 & (B)(6) 2022 01:32:00. The adapt tool does not list any pump errors that could potentially trigger a critical pump error. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. In summary, the customer¿s report of cannot find sensor signal alarms was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.